Manufacturer narrative:
(B) (4). The product pertaining to this complaint was not returned for evaluation. However, the lens was returned and evaluation found no visible damage to the lens. There was evidence of clear surgical residue. Foam tip plunger lot number search, lens work order search. Results: foam tip plunger lot number search was performed and no similar complaints were found within the lot search. A lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history, lot number search, work search and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation. (B) (4).

Event description:
The reporter stated the surgeon inserted a +21.5 diopter cc4204bf collamer single piece model lens but the surgeon found the lens was difficult to advance. There was pt contact but no injury, no enlarged incision or sutures. The reporter stated the surgeon felt the cause of the problem was due to the foam tip plunger - overrode the lens. Another same model lens was implanted.